Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent dtaa repair. The access vessel (right iliac artery) had a slight narrowed part but it was not severely calcified, so the physician determined the device could pass with performing pre-pta. He first inserted 20fr and 24fr dilators to the slight narrowed part to see if the delivery system can be advanced. The 24fr dilator advanced with no problem, so he prepared zteg-2p-34-202-pf and attempted to insert it to the vessel, but resistance was met at the insertion site. He checked the device and found the sheath tip was frayed. The physician was not sure if the sheath was frayed already in the package or it occurred at the preparation or during insertion into the vessel, but he replaced it with zteg-2p-34-152-pf to avoid the risk of damaging vessel, and the replacement could be inserted and delivered to the target site and the stent graft was placed to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the imaging and provided information the most likely root cause of the reported event is high friction of the system through the access vessel, as the vessel was stated to have a slightly narrowed part and to be calcified. No evidence was found suggesting that the device was manufactured outside of specifications. The distal part of the sheath is 100 % inspected according to specifications. As per IFU, the user should inspect the device prior to use. In case damage has occured as a result of transportation, the product should not be used and instead returned to cook. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent dtaa repair. The access vessel (right iliac artery) had a slight narrowed part but it was not severely calcified, so the physician determined the device could pass with performing pre-pta. He first inserted 20fr and 24fr dilators to the slight narrowed part to see if the delivery system can be advanced. The 24fr dilator advanced with no problem, so he prepared zteg-2p-34-202-pf and attempted to insert it to the vessel, but resistance was met at the insertion site. He checked the device and found the sheath tip was frayed. The physician was not sure if the sheath was frayed already in the package or it occurred at the preparation or during insertion into the vessel, but he replaced it with zteg-2p-34-152-pf to avoid the risk of damaging vessel, and the replacement could be inserted and delivered to the target site and the stent graft was placed to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.